Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance, which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation on 05aug2020. An investigation was conducted on 14aug2020. There were signs of clinical use on the jaws. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be slightly flexed away from the hot jaw, remaining attached at the base and tip. The silicone insulation on the cold jaw was observed to be slightly peeled off on the tip but not detached, exposing the tip of the cold jaw. No visual defects were observed. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance test was conducted to evaluate the device function based on the analyzed failure "material twisted/bent; wire". The resistance value was measured at 0.680 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device and the evaluation results, the reported failure ¿peeled; jaw" was confirmed and analyzed failure "material twisted/bent; wire" was confirmed. Specific actions for the reported failure mode " peeled; jaw and analyzed failure mode "material twisted/bent; wire are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone separated from jaws. Finished case using new kit. The hospital did not report any patient effects.